Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a three dash (- - -) meter memory issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue occurred at 6pm on (B)(6) 2015. The patient does not take any medication in order to help manage their diabetes and it is not known whether or not they made any changes to this routine as a result of the alleged product issue. The patient alleged that 2 hours after the product issue occurred, they developed symptoms of ¿headache, sweating and dizzy¿, and in response to these symptoms they self-treated by consuming food and/or drink ¿at night¿. No blood glucose readings were taken on any other device at this time. At the time of troubleshooting the cca noted that this was the patient¿s first time using the product, and after walking the patient through resolving the issue, the problem was resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.